Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: fielder, xt-r, guide catheter: launcher6fr ebu3.5, guideliner. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 99% stenosed, moderately tortuous, and heavily calcified lesion in the mid left anterior descending artery. Following pre-dilatation with a non-abbott balloon, a 2.75x15mm trek rx balloon dilatation catheter met resistance with the lesion during advancement. Once at the lesion site the balloon ruptured during first inflation at 12 atmospheres. The procedure was successfully completed with a 2.75x15mm non-abbott balloon catheter and non-abbott stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.